Manufacturer narrative:
At this time, we have not received the product back for evaluation. Once we receive the product and our investigation is complete, we will submit a follow-up report.

Event description:
The customer reported that an infusion pump dislodged from its holder and flew into the center bore of the magnet during an MRI procedure. No injury to the patient or user.